Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in an adult female patient who had essure (batch no. B53552) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic cervicitis, migraine, metrorrhagia, dysuria, hair loss, hypertrichosis, abdominal bloating, pelvic discomfort, menses irregular and adenomyosis. Concomitant products included oral contraceptive nos for contraception. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), allergy to metals ("nickel sensitivity"), urinary tract disorder ("urinary problems"), depression ("depression"), inflammation ("inflammation") and anxiety ("anxiety"). The patient was treated with surgery (laparoscopic hysterectomy vaginal,laproscopic salpingectomy,laproscopic cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, allergy to metals, urinary tract disorder, depression, inflammation and anxiety outcome was unknown. The reporter considered allergy to metals, anxiety, back pain, depression, inflammation, pelvic pain and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: successful placement of essure devices and blockage of fallopian tubes. Mammogram - on an unknown date: extremely dense breasts, increased reliance on clinical findings. No evidence for malignancy. Smear cervix - on an unknown date: abnormal. Ultrasound breast - on an unknown date: suspicious left breast finding. Ultrasound scan - on an unknown date: left ovary a cyst is visualized in the left ovary measuring 1.2 x 1.1 x 1.0 cm. This cyst demonstrates low level echoes. Impression : 1.2 cm complicated left ovarian cyst, decreased. Batch no b53552 production date 2013-07-19 expiration date 2016-07-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain/pain'). In an adult female patient who had essure (batch no. B53552), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: chronic cervicitis, migraine, metrorrhagia, dysuria, hair loss, hypertrichosis, abdominal bloating, pelvic discomfort, menses irregular and adenomyosis. Concomitant products included: oral contraceptive nos for contraception. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), allergy to metals ("nickel sensitivity"), urinary tract disorder ("urinary problems"), depression ("depression"), inflammation ("inflammation") and anxiety ("anxiety"). The patient was treated with surgery (laparoscopic hysterectomy vaginal,laproscopic salpingectomy,laparoscopic cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, allergy to metals, urinary tract disorder, depression, inflammation and anxiety outcome was unknown. The reporter considered allergy to metals, anxiety, back pain, depression, inflammation, pelvic pain and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2015, successful placement of essure devices and blockage of fallopian tubes. Mammogram: on an unknown date, extremely dense breasts, increased reliance on clinical findings. No evidence for malignancy. Smear cervix: on an unknown date, abnormal. Ultrasound breast: on an unknown date, suspicious left breast finding. Ultrasound scan: on an unknown date, left ovary: a cyst is visualized in the left ovary measuring 1.2 x 1.1 x 1.0 cm. This cyst demonstrates low level echoes. Impression: 1.2 cm complicated left ovarian cyst decreased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2020: mr received: essure lot number and expiration date added. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic cervicitis, migraine, metrorrhagia, dysuria, hair loss, hypertrichosis, abdominal bloating, pelvic discomfort, menses irregular and adenomyosis. Concomitant products included oral contraceptive nos for contraception. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), allergy to metals ("nickel sensitivity"), urinary tract disorder ("urinary problems"), depression ("depression"), inflammation ("inflammation") and anxiety ("anxiety"). The patient was treated with surgery (laparoscopic hysterectomy vaginal,laparoscopic salpingectomy,laparoscopic cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, allergy to metals, urinary tract disorder, depression, inflammation and anxiety outcome was unknown. The reporter considered allergy to metals, anxiety, back pain, depression, inflammation, pelvic pain and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: successful placement of essure devices and blockage of fallopian tubes. Mammogram - on an unknown date: extremely dense breasts, increased reliance on clinical findings. No evidence for malignancy.. Smear cervix - on an unknown date: abnormal. Ultrasound breast - on an unknown date: suspicious left breast finding. Ultrasound scan - on an unknown date: left ovary a cyst is visualized in the left ovary measuring 1.2 x 1.1 x 1.0 cm. This cyst demonstrates low level echoes. Impression : 1.2 cm complicated left ovarian cyst, decreased.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc(product technical complaint). Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic cervicitis, migraine, metrorrhagia, dysuria, hair loss, hypertrichosis, abdominal bloating, pelvic discomfort, menses irregular and adenomyosis. Concomitant products included oral contraceptive nos for contraception. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), allergy to metals ("nickel sensitivity"), urinary tract disorder ("urinary problems"), depression ("depression"), inflammation ("inflammation") and anxiety ("anxiety"). The patient was treated with surgery (laparoscopic hysterectomy vaginal, laparoscopic salpingectomy, laparoscopic cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, allergy to metals, urinary tract disorder, depression, inflammation and anxiety outcome was unknown. The reporter considered allergy to metals, anxiety, back pain, depression, inflammation, pelvic pain and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: successful placement of essure devices and blockage of fallopian tubes. Mammogram - on an unknown date: extremely dense breasts, increased reliance on clinical findings. No evidence for malignancy. Smear cervix - on an unknown date: abnormal. Ultrasound breast - on an unknown date: suspicious left breast finding. Ultrasound scan - on an unknown date: left ovary a cyst is visualized in the left ovary measuring 1.2 x 1.1 x 1.0 cm. This cyst demonstrates low level echoes. Impression : 1.2 cm complicated left ovarian cyst, decreased. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.